Event description:
It was reported that the device was explanted after an implant duration of zero days. On 04/07/2010, through follow-up with the health-care provider, it was learned that the device was explanted due to a sizing issue. Per the operative report of (B) (6) 2010, "a 23 carpentier-edwards sizer was inserted and easily passed through the annulus. Pledgeted sutures of 2-0 ethibond were then placed to the native valve annulus with the pledgets being placed on the ventricular side. These pledgets were then placed through the prosthetic valve annulus and an attempt was made to seat the 23 prosthesis. It was apparent after 10 or 15 minutes of struggling that in spite of the good size it would not seat on the annulus. Consequently, the prosthesis was removed and a 21 millimeter prosthesis was selected."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. On 04/07/2010, through follow-up with the health-care provider via fax, additional information and the operative report was provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.